Manufacturer narrative:
No response has been received in response to applied medical's request for return of the event product. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown event description: (B)(6). Tip of obturator was passed into the patient and the tip sheared off leaving the tip inside the patients abdomen. Details of injury (to patient, carer or healthcare professional): retrieved tip by making a larger incision. Additional information received via email from sales representative on august 13, 2018: "I've spoken with them and can confirm there wasn't a patient injury." Type of intervention: retrieved tip by making a larger incision. Patient status: there wasn't a patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: unknown. Event description: (B)(6) reference number: (B)(4). Tip of obturator was passed into the patient and the tip sheared off leaving the tip inside the patients abdomen. Details of injury (to patient, carer or healthcare professional): retrieved tip by making a larger incision. Additional information received via email from sales representative on august 13, 2018: "I've spoken with them and can confirm there wasn't a patient injury." Type of intervention: retrieved tip by making a larger incision. Patient status: there wasn't a patient injury.